Manufacturer narrative:
Gehc recommended to reseat the cable connections on the display connector board. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The anesthesia machine was replaced. There was no reported patient injury.